Event description:
It was reported that the ilet pump generated alert 65 indicating an audio over/under current condition, and the user experienced a nonfunctioning audio feature; a replacement device was shipped. Symptoms included no clinical effects reported. Outcomes included no impact reported. Investigation included review of device history and technical support troubleshooting. Investigation of this case revealed an audio subsystem malfunction consistent with an electrical current fault in the audio component. It was concluded that the device experienced a malfunction of the audio system; user harm did not occur.

Manufacturer narrative:
Investigation description. No abnormal wear or damage to exterior of device. Device was placed on a charging pad and powered on successfully. Alert 65 present in notifications menu, issue was confirmed. The volume was adjusted via the 'volume' menu, alert volume functioned as intended. Engineering logs were downloaded and reviewed. Upon reviewing engineering logs, alert 65 was confirmed as well. After device was left to the side for, alert cleared on its own. As a precaution, the speaker will be replaced during refurbishment.